Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery well was warped and a battery was unable to be inserted. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; however the device's housing was replaced prior to returning the device for evaluation. Our investigation was inconclusive for the customer's report of damaged housing because the housing was not returned. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.